Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. On (B)(6) 2017, the patient stated that they were scheduled to change the sensor and inadvertently shut down the receiver. At around 2:15 pm, the patient began to feel dizzy and passed out. During the fall, the patient banged her leg on the coffee table. The patient could not recall the events that happened after they passed out. The patient's son stated that he went home after many unsuccessful phone call attempts to the patient. He found the patient lying down unconscious and seizing and called 911. The patient stated that they woke up in the hospital in the evening and the doctor recommended that they stay overnight for observation. The patient did not remember if they were treated with medications at the hospital and stated that they were discharged from the hospital on (B)(6) 2017 at 3:00 pm. There was no allegation against the dexcom system. The patient stated that the system was working but stated that they understood that when they accidently turned off the receiver that they put themselves at risk. At the time of contact, the patient was in stable condition. No additional patient or event information is available.